Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted liver cystectomy surgical procedure, the integrated electrosurgical unit (iesu) [erbe] gave m12 error. Technical support engineer (tse) asked caller to check if external foot pedals were pressed. Caller found that external pedals were pressed. After restarting the erbe error c-33 was showing. After another erbe restart c-33 was still showing with no instruments connected. Erbe was connected to a dedicated, well grounded power outlet. Erbe c-33 was permanently showing now as soon as erbe was switched on. Surgeon decided to cancel todays procedure. The procedure was aborted without patient involvement.